Manufacturer narrative:
During inspection and testing of the returned device, service confirmed there was a leak due to a cut on switch #1. The suction cylinder and the up/down knob were deformed. The rubber adhesive demonstrated wear. Due to adhesive peeling around the bending tube, the connection between the bending section and distal end was detached. There was a cut on the connecting tube. The universal cord was buckling. The ultrasonic probe was loose. Due to the wear of the angle wire, the play of the up/down knob was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaky. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found by service during the device evaluation [gap].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by stress, handling, or other issues. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection: 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.